Event description:
The fse reported that the images produced by the system were not usable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage regulator board was replaced during the service call. The system was tested and found to be working as intended and put back into service.